Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient, product ID 3889-28, lot# v010034, ial# implanted: 2006-(B)(6), product type lead. (B)(4).

Event description:
It was reported that about eight weeks prior to the report, a patient¿s neurologist started her on the medication topamax for her migraines. The medication was helping with the migraines, but it was also doing ¿weird things¿ and she wondered if it could be affecting her bladder and could be why she needed to urinate so much now. Prior to starting the medication, stimulation was controlling her symptoms and she was going to the bathroom every two hours or longer which was a huge improvement for her. After starting the medication, she gradually started having urgency to go about every 20 minutes or so. About six weeks prior to the report, after starting the medication, the patient had gotten two urinary tract infections and noted a change in her urinary symptom control. There was a return of symptoms. The patient planned to see her doctor and ask him about the medication and possible side effects. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.